Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during implant procedure, patient's right ventricular (rv) lead exhibited loss of capture and loss of sensing. The lead was not used and procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.